Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6) 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm. (B)(6) 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t. (B)(6) 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm.

Event description:
(B)(6) 2024 additional information. Ebi search history found. (B)(6) 2024: the reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported femoral loosening, instability, and prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, or radiographs were provided. Legal case: USA. Patient ID: (B)(6). This patient is verified left knee implant (B)(6) 2012, left knee revision (B)(6) 2023. Revision operative report of (B)(6) 2023, postoperative diagnosis, left total knee failure aseptic loosening. Patient revised to competitor's devices. Patient presented to surgeon for pain and instability. Femoral loosening, component removed. Tibial component removed. The patella button was well fixed with signs of "polyethylene". The patella was replaced. Competitor's tibial insert was implanted, it was noticed that there was a (B)(4) patella tendon avulsion; it was repaired. Patient tolerated the procedure well, awakened from anesthesia and taken to recovery room in stable condition. There is no mention of tibial insert wear. There is no other information provided/available. (Op report attached). No device return anticipated due to this being a legal case. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 130 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, ambulation difficulties, balance problems, discomfort, joint laxity, osteolysis, pain and swelling/edema. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No photos or x-rays. No further issues or complications were reported. No additional information is available.